Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that they are unable to remove the battery from the battery well. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); evidence of the reported malfunction was observed during initial testing. The lower housing and battery pack had damage that is consistent with excess heat. However, root cause for the observed condition can not be firmly established. The device was put through extensive testing and the reported malfunction could not be duplicated. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.